Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded at the hospital. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
A user report issued from french component authority reported that the tool suddenly broke during spinal surgery. The broken fragment of the bur was recovered from the patient. It was reported that there was no patient impact. It was also reported that the device was discarded by the hospital and not available for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.